Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. During troubleshooting with tandem customer technical support, the customer had to press on the button multiple times until the pump responded. The customer's blood glucose was 110 mg/dl. The customer reported that the pump would continue to be used for insulin therapy.